Event description:
Customer's son reported blood glucose results of 239 mg/dl, 160 mg/dl, 138 mg/dl, and 100 mg/dl within 10 minutes on the active s system, customer reported symptoms of hypoglycemia for which she self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.